Event description:
The reason for call was patient reported they had a fall last year and fractured their pelvis in 4 different places and they still have pain left from the fall. Patient said they were trying to get an MRI and they were getting different information from the hospital. Patient reported the stimulator was not implanted in the right spot when they put the implant in and they screwed around with her and pretending that they did. Patient said the device never worked for her and they would like to get the device taken out. Agent reviewed MRI guidelines. Agent reviewed hcp listing site and offered to email listing.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.